Manufacturer narrative:
This report is submitted on july 8, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. The device was electively explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on august 2, 2021.